Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient left the clamps on the unused supply lines of the homechoice set open during therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.